Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 47 mg/dl. The customer stated that he was having trouble with his pump and sensor last night. The customer stated that his sensor stated that he had high blood glucose readings throughout the evening. The customer stated that his blood glucose readings went down to 47 mg/dl in the middle of the night. The customer was advised that the insulin might not have absorbed properly when he had high blood glucose readings. The customer treated by drinking a sugary beverage. The customer verified that the drive support cap was in the correct position. The displacement test passed.